Manufacturer narrative:
Date of event: (B)(6). Date of this report: 02-apr-2020.

Event description:
The customer reported touchscreen not responding in the top right corner. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the touchscreen. The customer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.